Event description:
Reported finding a foreign body in pleural space. They feel that it is the end of the catheter because prior x-rays did not show foreign body and it matches the body size and shape of catheter. They do not have to remove because pt is asymptomatic at this time. If pt shows any symptoms they will have to remove and file report to medwatch.